Manufacturer narrative:
Power management (pm) printed circuit board assembly (pcba) and pm cable, and user interface (ui) pcba were returned to failure investigation (fi) lab for evaluation. Customer complaint cannot be verified. The returned pm and ui boards passed all testing. The front bezel assembly was tested separately and passed testing. No fault found.

Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed. The bench also discovered a faded logo on the front bezel. The front bezel was replaced for cosmetic reasons only. The fse replaced the power switch overlay, power management printed circuit board assembly (pm pcba), user interface printed circuit board assembly (ui pcba) and ui to pm pcba cable to resolve the issue and bring the device back to functionality. Additional information will be requested regarding which part resolved the issue and why the other parts were replaced.

Manufacturer narrative:
Date of report: 30jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.